Manufacturer narrative:
Corrected fields: h6 (type of investigation). Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and determined that the reported issue was not due to the front end board, but the customer's defective ECG cables. The customer was advised to purchase new ECG cables. A supplemental report will be submitted when additional information is provided.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
Communication/interviews (4111/3233): a getinge field service engineer (fse) has advised that the customer has arranged the ECG cables by themselves and that the iabp unit is now working. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. Not returned to the manufacturer.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) has ECG intermittent detection problems. There was no patient involvement, and no adverse event reported.